Event description:
It was reported that the user experienced hypoglycemia, with the pump reading 51 mg/dl and a confirmatory fingerstick of 49 mg/dl, after announcing a usual lunch instead of a smaller meal, which led to excess insulin delivery. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included customer interview and troubleshooting with education on correct meal announcements. Investigation of this case revealed user error related to an incorrect meal size announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.